Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to a tissue developed around the helix and was not able to retract. This rv lead was replaced with the same model and never in service.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory. The helix difficulty and blood or tissue stuck in the helix allegations were confirmed. In addition, a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue (little). The known inherent risk conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to a tissue developed around the helix and was not able to retract. This rv lead was replaced with the same model and never in service.